Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that patient faced an infusion set was leaking at site which led to high bg. The highest bg notes was 318 mg/dl. No further information available.

Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).